Event description:
It was reported that the patient was taken by ambulance to the hospital because he was "so out of it". No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.